Event description:
Information was received from a patient regarding external device. It was reported that her equipment just was not working right. The patient stated that it took a while to get a bolus. The agent walked the patient through steps to clear data and after this the patient states working much faster. The patient will monitor and call back if needed. Boluses per day was 13. The patient did not have the name of drug in her pump. Additional information was provided from a consumer stated that the software version was 1.0.1124. The patient requested different managing physician. The agent sent physician listing via e-mail

Manufacturer narrative:
Continuation of d10: product ID: a820, product type: software. Section d information references the main component of the system. Other relevant device(s) are: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.